Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an initial implant procedure. During procedure, the right atrial lead exhibited high impedance. The physician replaced the lead during procedure on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.